Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection, till test and scanning electron microscope (sem) study of the returned device were performed following bwi procedures. Visual analysis revealed that the tip was observed slightly bent with no exposed wires. In addition two cut marks were observed at the pebax. Due to this condition, a sem study on the pebax was performed, finding evidence of mechanical damage. The cut damage was from the outside to the inside. Object that causes the damage is unknown. A till test was performed and the catheter was within the specifications. A manufacturing record evaluation was performed for the finished device number lot 31182155l and no internal action related to the complaint was found during the review. The bent tip issue reported by the customer was confirmed. The potential cause of the damage at pebax could be related to the handling of the device the shipment or during the transportation. However, this could not be conclusively determined. The potential cause of the bent tip could be related to the handling of the device the shipment or during the transportation. However, this could not be conclusively determined. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified two cuts on the surface of the pebax running from the outside to the inside. During the procedure, the tip of the catheter (the spring part between poles 1-2 and 3-4) was found to be bent. The issue was identified upon opening the package. The qdot micro catheter was replaced with another new one. The procedure was completed without patient's consequence.